Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not filling. Customer requested that the unit be checked out for proper operation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and could not duplicate autofill failure. Pump operated normally with trainer and test balloon. No errors were recorded in the logs at the time of the event. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not filling. Customer requested that the unit be checked out for proper operation. Fse could not duplicate failure. Fse stated no patient information available asku.